Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their ins came loose and flipped sideways and was hurting the pt. Pt said issue "happened awhile ago." Pt said they could use their hand to turn the ins by themselves if they wanted to. Pt said the ins could have been "loose or came out of the pocket." Pt said ins "was messed up and would not do correctly." Pt had a surgery on (B)(6) 2021 and the ins was moved to the other side of the pt's body. Pt said making their reps aware of the issue was "the reason they had to have the surgery." Pt said they had an upcoming meeting with a rep. On (B)(6) 2022 because, since the surgery, they had "not found the correct program yet" and programming had to be tweaked to "find the sweet spot"(pt said the rep. Had to do this "a couple of times"). Additional information received form the manufacturer representative clarified that the battery was repositioned and had a lead added because the patient indicated it was in an uncomfortable spot and wanted to cover new pain. The generator and existing lead are functioning and have always functioned perfectly. It was noted that the patient had unrealistic expectations of the therapy and had been told she needed to give the system time to work.